Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: there is also risk that a hearing aid's ear mold may be damaged and potentially broken due to unexpected external mechanical force beyond typical use, and this is of most concern in the context of harder acrylic molds. Should an earmold break due to mechanical force, there is a possibility that the damage results in the creation of exposed sharp edges. These sharp edges could potentially cause harm in the ear canal, likely only superficial in nature. If the earmold is accidentally dropped to the floor and then cracked or shattered into pieces, it is evaluated as very unlikely that the users may get harmed due to sharp corners and edges as the damage itself is obvious to the users. It is evaluated as highly unlikely that the hearing aid would break in the ear unless force from an external source is present when considering the shell thickness of the hearing aid. Further, the user guide includes a caution not to use a broken hearing aid, and to consult with a hearing care professional if the earmold is broken. Risk register reference: the exact circumstances surrounding the issue are unknown. However the risk of device damage arising from mechanical force is generally known, mitigated, communicated to the user and as such generally deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
On (B)(6) 2024 the user could not insert the earmould in her ear. User came into clinic and the clinic found that the earmould was broken near the vent area and retrieval line was broken as well. It has been reported there was no harm to user, no requirement to remove earmould and no medical intervention needed. No further information is expected.